Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for urinary incontinence. It was reported that the patient woke up on the morning of the report and couldn't feel stimulation. They turned it up and it was okay.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.